Manufacturer narrative:
The investigation into the generation of the false positive results and drifting baselines is currently on-going. A supplemental report will be provided at the end of the investigation. Roche molecular systems holds the eua for this product. (B)(4).

Event description:
The customer in the united states is observing a baseline drift in the target pcr curve, which is raising the fluorescence intensity ratio (fir) for presumed, negative samples (serum) to be close to or above the 10 percent cut-off value indicated in the lightmix zika rrt-pcr test, eua instructions for use. Per the instructions for use, when the fir is >/= 10 percent, the result for the zika assay is considered valid and the interpretation of the specimen is positive for zika virus. The customer is running serum, plasma, and urine samples; the baseline drift is most significant with the serum samples. The customer site is currently validating and not yet testing clinical samples, so no results have been reported. There is no indication of harm or injury, to date, as a result of the alleged false positive zika results.

Manufacturer narrative:
The customer in the united states alleged the generation of false positive when testing presumed negative samples with the lightmix zika rrt-pcr test, eua, following the instructions for use and the fluorescence intensity ratio (fir). Per the instructions for use, when the fir is >/= 10 percent, the result for the zika assay is considered valid and the interpretation of the specimen is positive for zika virus. The customer confirmed that they were not testing clinical samples, so no false results were reported. As this customer and another (reported in a separate medical device report: 2243471-2017-00005) were generating false positive results with the implementation of the fir, roche informed customers to discontinue use and discard any remaining inventory of the lightmix zika rrt-pcr test, eua. Additionally, roche requested to the u.s. Food and drug administration (FDA) to withdraw this test. On 13-mar-2017, roche received the FDA's notice of revocation. A CAPA was initiated to identify the root cause for the false positive results and drifting baseline. Corrective and preventive measures will be implemented as appropriate. (B)(4).